Manufacturer narrative:
UDI: unknown part number. This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: chen, f., kang, y., li, h., lv, g., lu, c., li, j., ... & dai, z. (2017). Treatment of lumbar split fracture-dislocation with short-segment or long-segment posterior fixation and anterior fusion. Clinical spine surgery, 30(3), e310-e316. Received for publication july 14, 2013; accepted september 24, 2014. N=1: screw breakage.